Event description:
It was reported that the patient had a urinary tract infection (uti). It was noted that the outcome was resolved without sequelae on (B)(6) 2013. It was noted that the patient was prescribed bactrim ds 800mg/160mg one pill twice a day for 3 days. It was noted as a new illness. It was noted that while the patient was visiting with her family physician she was informed that her urine specimen indicated that she had a uti despite the fact that she did not notice any symptoms of uti.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v552242, implanted: (B)(6) 2010, product type: lead. (B)(4).